Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a no delivery alarm. Customer reported removing the set, priming, and receiving another no delivery alarm. Customer changed the set several times, then received another no delivery alarm during bolus. Customer reported receiving a replacement pump and getting a no delivery alarm with each set. Most recent blood glucose level was 259 mg/dl at the time of the call. During troubleshooting, customer was able to get insulin to exit the pump while manually priming. No further information was provided.